Event description:
Tightness test failed technical event:231032 this problem with 2 experatory valves uu.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 15 months ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for treatment. The root-cause for the expiratory valve issue has been a defective expiratory valve. The problem was corrected by replacing the defective expiratory valve. There was no reported harm to patient, user or third party.